Event description:
It was reported that the colonovideoscope had no image visible. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation broken charged coupled device unit a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reportable issue was a broken charged coupled device unit. The damaged charged coupled device unit caused improper functioning of the zoom-cable and the dual focus long tail actuator assembly, which ultimately resulted in no image output. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.